Event description:
A report was received that the patient will undergo a lead replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced due to lead migration. No device malfunction was suspected. The patient was doing well post-operatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a lead replacement procedure for an unknown reason.